Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (check pad messages, damaged belt, and activity report notification) has been confirmed. The trunk connector has bent pins. The root cause was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy messages, activity notification messages, and was damaged.